Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent unspecified cartridge alarms occurred during the load process. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to load a new cartridge successfully, and resumed insulin delivery.